Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr0409 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, the facility reported that the PICC was placed with tip in perfect condition; they checked on the patient and the skin was weepy and they noticed infiltration. When the PICC was removed, the rn inspected it and there was a break in the catheter at the 5cm marking. There was no patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter is confirmed, and the cause is determined to be likely use-related. The device returned was one 5 fr triple lumen powerpicc, with three needleless injection caps. Visual observation found residue in the caps designated 1 and 2. A longitudinal split about 0.2 cm in length was found between the 4-cm and 5-cm depth marks. Tactual evaluation found a kink near the 21-cm depth mark. The catheter preferentially kinked at this point. Microscopic evaluation found residue in the hole. The sides of the hole were somewhat wavy relative to each other but the split appeared to be very straight and in line with the longitudinal axis of the catheter, close to one of the interluminal septa. The split surface was found to be granular. A dark area appeared to extend from the distal end of the split and the 5-cm depth mark. Functional testing found red and gray lumens to be patent to infusion. However, when the white lumen was infused, the catheter leaked from the hole already noted. When the hole was closed by placing fingers at that point and applying limited pressure, great resistance to infusion was found but was eventually overcome enough that flow was successful through that lumen. A guidewire was run through all lumens successfully. Measurements of the wall thickness in the affected lumen both proximal and distal to the break site measured within specification. The nature of the hole, being granular in the break surface and showing distension of material in the form of waviness on one lip of the hole, is typical of a burst due to overpressurization. No manufacturing contributing factor has been identified. Overpressurization occurs when flow rate is excessive and/or the catheter is infused against obstruction. Such obstruction can include use precipitate or thrombus which has formed due to insufficient flushing or kinking due to anatomical tortuosity or steep catheter insertion angle. The kink found at the 21-cm depth mark may have contributed to this failure, but this cannot be confirmed. The IFU states the following: ¿warning: use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ ¿do not use a syringe smaller than 10 ml to flush and confirm patency. Patency should be assessed with a 10 ml syringe or larger with sterile normal saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
Per sales representative, the facility reported that the PICC was placed with tip in perfect condition; they checked on the patient and the skin was weepy and they noticed infiltration. When the PICC was removed, the rn inspected it and there was a break in the catheter at the 5cm marking. There was no patient harm reported.